Event description:
It was reported that the fiber broke off and got stuck on fiber port. Also, the lens cell assembly needs a replacement. There was no patient involved reported.

Event description:
It was reported that the fiber broke off and got stuck on fiber port. Also, the lens cell assembly needs a replacement. There was no patient involved reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.